Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 179 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The physician reported that he did a refill yesterday and it was unremarkable. The following day, the patient was sedated and weak. The patient was admitted tothe hospital and was intubated. The caller stated he thought the patient was getting overdosed, so he programmed the pump to minimum rate mode. The caller stated that the dates and times were off on the pump and noticed that they were inaccurate on the tablet. The agent discussed updating the date and time on the tablet and discussed checking for a volume discrepancy to rule out a partial pocket fill. The caller states he did a bridge bolus yesterday with the refill when the drug was changed from lioresal baclofen to gablofen baclofen even though the concentration did not change. The agent discussed confirming that programming was accurate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.